Event description:
It was reported to boston scientific corporation that an rx locking and biopsy cap was used during an unknown procedure on (B)(6) 2022. Upon completion of the procedure the nurse was doing the post procedural scope clean. The nurse inserted a slip syringe into the cap to flush the channel and noticed that the foam membrane was dislodged. Forceps were used to retrieve the foam membrane from the channel. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an rx locking and biopsy cap was used during an unknown procedure on (B)(6) 2022. Upon completion of the procedure the nurse was doing the post procedural scope clean. The nurse inserted a slip syringe into the cap to flush the channel and noticed that the foam membrane was dislodged. Forceps were used to retrieve the foam membrane from the channel. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of the sponge detached. Block h10: investigation results one rx locking/ biopsy cap was returned. Visual inspection of the returned device observed that the returned device did not contain the sponge (foam). The sponge did not return. A photo was provided and it was possible to observe the sponge (foam) outside (detached) of the rx locking biopsy cap. No other problems were noted. The reported event of sponge detached was confirmed. It is possible that due to the manipulation or the technique used by the physician at the time to interact with the device in conjunction with the patient anatomy could have affected the union of the foam. Based on all available information and the analysis of the returned device, the most probable cause is adverse event related to procedure indicating that the adverse event occurred during the procedure and the device had no influence on event.